Event description:
Caller reported malfunction 199 in the tandem source, indicating a pump malfunction. There was no adverse impact to the customer¿s blood glucose level. Cts assisted the caller with resetting the pump and provided information on using an alternate method, mdi, to ensure insulin delivery continued. A replacement pump with updated software would be sent, and instructions were given on returning the faulty pump. The caller understood and acknowledged all instructions provided by cts, including those for storage mode, return process, and accessing training in the tandem source account.